Manufacturer narrative:
Device has been evaluated but not yet repaired pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery will be replaced to address the issue.